Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a sample from a donor unit yielded a false negative result when tested with seraclone anti-s. The customer did return the supposedly defective product and the sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a sample from a donor unit yielded a false negative result when tested with seraclone anti-s. The customer did return the supposedly defective product for investigational testing and also the patient sample that had caused a false negative test result. The vial of seraclone anti-s returned by the customer was tested in parallel with our quality control laboratory's retained material for potency and specificity. Both samples showed a comparable reaction. We did not observe any false negative reaction. The donor segment was tested with the complaint sample returned by the customer and also with our qc laboratory's retained seraclone anti-s sample. They all yielded a negative reactions. The negative reaction of seraclone anti-s thus only occurred with this donor segment. Unfortunately, the donor segment is not suitable for a molecular genetic investigation. We requested a new sample of this donor but did not receive any. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.